Event description:
It was reported that, during implantation of the patient's neurostimulation system, the physician was not able to place the stylette into the lead. A new stylette was used without success. A new lead was, then, used to complete the procedure. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Analysis of lead model 377860, lot # v743570008 determined the proximal end insulation was broken/torn under the connector. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient recovered without sequela. The healthcare provider thought that a second lumen was present in the lead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.